Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting in (B)(6) 2016 it felt like stimulation goes "on and off, on and off". The patient that the implantable neurostimulator (ins) was not programmed to cycle. There were no falls or traumas reported. The patient was directed to their health care professional (hcp) to schedule a programming appointment. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.